Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure regular ligation of branches, vasoview hemopro 2 cautery failed and stopped burning. Staff changed out cable and generator but cautery still failed to activate. A second evh kit was opened and the case was completed without further issue. No excessive time lost due to issue. No harm was caused to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/01/2023. An investigation was conducted on 06/06/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with the reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was not performed 5 times over 10 minutes due to the pre-cautery test failure. An engineer evaluation was requested. Hemopro2 tool failed the pre-cautery test. The heating element in the primary jaw of the complaint device did not heat up and the hemopro power supply did not beep during the precautery test indicating that electrical current was not flowing through the complaint device. It was also observed during the pre-cautery test, that the normal clicking sound made by the switch¿s internal contacts when they close together did not occur which is not normal. The handle of the hemopro 2 tool complaint device was opened up to further investigate the device¿s switch (part# rm7001322). It was visually observed that the switch lever was bent. The bend in the switch lever, resulted in the end of the switch lever not being in contact with the stop tab in the handle, which is not normal based on the results of the evaluation "electrical /electronic property problem" was confirmed. The lot # 3000307826 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h11, h12 specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4).

Event description:
N/a